Event description:
It was reported that when cleaning the ultrasound gastrovideoscope, the oer-5-endoscope reprocessor was cleaned and disinfected without using maj-2358-connecting tube. The issue occurred during reprocessing for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5, d8, d10 (remove oer-5 endoscope reprocessor maj-2358 connecting tube) and g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint the oer-5-endoscope reprocessor was cleaned and disinfected without using maj-2358-connecting tube was confirmed. Based on the results of the investigation, the oer-5-endoscope reprocessor was cleaned and disinfected without using maj-2358-connecting tube. However, a definitive root cause could not be identified. The following is included in the instructions for use (IFU): - cleaning tube application table<for oer-5> category no.3. - cleaning tube maj-2358. - acecide 6% for disinfectant endoscope cleaning and disinfection equipment oer-5 4.7 attaching the cleaning tube. - methodologies for oer-05 how to set up the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ultrasound gastrovideoscope was incorrectly reprocessed. The scope was cleaned and disinfected without using the connecting tube. There were no reports of patient harm.